Event description:
It was reported customer experienced an elevated blood glucose (bg) level of 542-543 mg/dl; cause was not known. Reportedly, the customer administered a manual injection to address bg level, and continued to use the pump for insulin therapy. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.